Event description:
It was reported that the customer experienced elevated blood sugar levels despite attempts to administer insulin through the pump. Specific blood glucose values were not provided, but the highest level was indicated as "high." The customer resolved the issue by changing the infusion set and cartridge.